Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present on the helix and in the housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend the helix.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, noise was encountered after the lead was placed and testing was being performed. The rv lead was repositioned several times, but the noise persisted. After the last repositioning, the lead then dislodged. The rv lead was extracted and successfully replaced. No adverse patient effects were reported. Visual inspection of the extracted lead noted visible damage to the helix.